Manufacturer narrative:
D4 expiration date was updated. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d total g3 results from the cobas e411 rack analyzer. The initial result was >120 ng/ml. The physician requested a new sample from the patient and on (B)(6) 2024, the result for the redrawn sample was 21.39 ng/ml. The repeat result from the original specimen was 20.84 ng/ml.